Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-03815. It was reported that wire fracture occurred. A 1.25mm rotalink¿ plus and rotawire were selected for use. During platforming prior to entering the patient's body, it was noted that the rotawire broke inside the rotalink¿ plus catheter. The procedure was completed with a new rotawire and rotalink¿ plus. No patient complications were reported.